Event description:
It was reported during engineering evaluation that the small battery drive was found to have noise and sticky trigger. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a motor assembly or electronic control unit failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.